Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a pt required tpa to declot a triple lumen central line. The customer attributes the event to a leaking port on the quad lumen small extension set. The medications that were infusion at the time of the event were hal, il, lasix, and fentanyl. Although requested, no additional pt or event info was provided.